Manufacturer narrative:
The date of event was incorrect in the initial report summary. The correct date has been updated with this report.

Event description:
It was reported that the customer's serious injury occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08730 inches. Pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident, and 116 mg/dl at the time of the call. On one occasion in early (B)(6) , the customer was in the hospital for surgery and filled up their pump. Within 35 minutes, 240 units had been delivered into the customer. The customer has had 7 lows with 2 requiring paramedics, 4 that his spouse gave him glucagon and 1 when he was hospitalized for a foot amputation. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering usually after set changes. The insulin pump will be returned for analysis.